Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the infusion sets had been falling off or had bent cannulas. The blood glucose reading was 462 mg/dl. The customer treated with a bolus. The customer declined troubleshooting.